Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, in (B)(6) 2025 an inappropriate shock was seen. The patient was admitted to the hospital after the treated episode and after provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in (B)(6) the patient may have been hospitalized. Ts noted that if the events in (B)(6) can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted. Ts further discussed that in regard to the non-physiologic noise/artefact and perturbations observed. Ts noted that if it was not possible to recreate that noise/artefact or account for it through some external influence, it is difficult to conclude that the electrode is functioning normally. Ts noted that the electrode path as visible on the x-ray was unconventional, as ideally the electrode would be vertical along the sternum. Ts noted that the strong lateral placement of the tip electrode would have likely contributed to the myopotential noise/artefact observed in some of the events. Ts added that it would be up to the physician to decide the next course of action. No adverse patient effects were reported. The electrode remains implanted. Ts further noted that if the patient has atrial fibrillation (af) that may be managed by means of rate control, however that would still not address the electrode performance as noted in the untreated and treated episodes discussed previously. No adverse patient effects were reported. The electrode remains implanted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The no problem detected investigation conclusion code was selected based on analysis of the returned product.

Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, in march 2025 an inappropriate shock was seen. The patient was admitted to the hospital after the treated episode and after provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in march the patient may have been hospitalized. Ts noted that if the events in march can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted. Ts further discussed that in regard to the non-physiologic noise/artefact and perturbations observed. Ts noted that if it was not possible to recreate that noise/artefact or account for it through some external influence, it is difficult to conclude that the electrode is functioning normally. Ts noted that the electrode path as visible on the x-ray was unconventional, as ideally the electrode would be vertical along the sternum. Ts noted that the strong lateral placement of the tip electrode would have likely contributed to the myopotential noise/artefact observed in some of the events. Ts added that it would be up to the physician to decide the next course of action. Ts further noted that if the patient has atrial fibrillation (af) that may be managed by means of rate control, however that would still not address the electrode performance as noted in the untreated and treated episodes discussed previously. No adverse patient effects were reported. The s-ICD system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, on (B)(6) 2025 an inappropriate shock was seen. The patient was admitted to the hospital after the treated episode and after provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in march the patient may have been hospitalized. Ts noted that if the events in march can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted. Ts further discussed that in regard to the non-physiologic noise/artefact and perturbations observed - if one cannot recreate that noise/artefact or account for it through some external influence, it is difficult to conclude that the electrode is functioning normally. Ts noted that the electrode path as visible on the x-ray was unconventional, as ideally the electrode would be vertical along the sternum. Ts noted that the strong lateral placement of the tip electrode would have likely contributed to the myopotential noise/artefact observed in some of the events. Ts added that it would be up to the physician to decide the next course of action. No adverse patient effects were reported. The electrode remains implanted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, in (B)(6) 2025 an inappropriate shock was seen. The patient was admitted to the hospital after the treated episode and after provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in march the patient may have been hospitalized. Ts noted that if the events in march can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted. Ts further discussed that in regard to the non-physiologic noise/artefact and perturbations observed. Ts noted that if it was not possible to recreate that noise/artefact or account for it through some external influence, it is difficult to conclude that the electrode is functioning normally. Ts noted that the electrode path as visible on the x-ray was unconventional, as ideally the electrode would be vertical along the sternum. Ts noted that the strong lateral placement of the tip electrode would have likely contributed to the myopotential noise/artefact observed in some of the events. Ts added that it would be up to the physician to decide the next course of action. Ts further noted that if the patient has atrial fibrillation (af) that may be managed by means of rate control, however that would still not address the electrode performance as noted in the untreated and treated episodes discussed previously. No adverse patient effects were reported. The s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the adverse event/product problem and outcomes attributer to adverse event fields.

Manufacturer narrative:
This report is being filed to correct the initial reporter fields.

Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, in (B)(6) 2025 an inappropriate shock was seen. The patient was admitted to the hospital after the treated episode and after provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in march the patient may have been hospitalized. Ts noted that if the events in march can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted. Ts further discussed that in regard to the non-physiologic noise/artefact and perturbations observed. Ts noted that if it was not possible to recreate that noise/artefact or account for it through some external influence, it is difficult to conclude that the electrode is functioning normally. Ts noted that the electrode path as visible on the x-ray was unconventional, as ideally the electrode would be vertical along the sternum. Ts noted that the strong lateral placement of the tip electrode would have likely contributed to the myopotential noise/artefact observed in some of the events. Ts added that it would be up to the physician to decide the next course of action. Ts further noted that if the patient has atrial fibrillation (af) that may be managed by means of rate control, however that would still not address the electrode performance as noted in the untreated and treated episodes discussed previously. No adverse patient effects were reported. The s-ICD system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. In addition, in (B)(6) 2025, an inappropriate shock was seen. The patient was admitted to the hospital after the treated episode and after provocation testing small amplitude noise was reproduced and an inquiry was sent to technical services (ts) to see if the inappropriate shock was due to noise or electromagnetic interference (emi). Ts reviewed the device data and confirmed that the device was depleting prematurely. The replacement interval was ninety days. Regarding the inappropriate shock episodes ts noted that noise/artifacts were seen and ts wanted to know if an event in (B)(6) the patient may have been hospitalized. Ts noted that if the events in (B)(6) can be excluded it may be beneficial reassessing the primary sensing vector and trying to illicit myopotential noise artifacts through provocation maneuvers. No adverse patient effects were reported. The sicd remains implanted. Ts further discussed that in regard to the non-physiologic noise/artefact and perturbations observed. Ts noted that if it was not possible to recreate that noise/artefact or account for it through some external influence, it is difficult to conclude that the electrode is functioning normally. Ts noted that the electrode path as visible on the x-ray was unconventional, as ideally the electrode would be vertical along the sternum. Ts noted that the strong lateral placement of the tip electrode would have likely contributed to the myopotential noise/artefact observed in some of the events. Ts added that it would be up to the physician to decide the next course of action. Ts further noted that if the patient has atrial fibrillation (af) that may be managed by means of rate control, however that would still not address the electrode performance as noted in the untreated and treated episodes discussed previously. No adverse patient effects were reported. The s-ICD system was explanted. No additional adverse patient effects were reported.